Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic myomectomy procedure, a portion of the shaft of the device broke off during the procedure. The portion that broke was the distal three inches. The surgical team continued looking for the broken piece and inquired if it was radio paque. The piece was found in the fascia and removed from the patient. The procedure was not altered to remove the piece of the device. A second device was pulled to complete the procedure. There is no additional information available at this time. It is unknown if the device is available to be returned for analysis.

Event description:
It was reported that during a laparoscopic myomectomy procedure, a portion of the shaft of the device broke off during the procedure. The portion that broke was the distal three inches. The surgical team continued looking for the broken piece and inquired if it was radio plaque. The piece was found in the fascia and removed from the patient. The procedure was not altered to remove the piece of the device. A second device was pulled to complete the procedure. There is no additional information available at this time. It is unknown if the device is available to be returned for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.